Manufacturer narrative:
The customer reported that their central nurse's station (cns) was showing communication loss for 4 bedside monitor's (bsm's). Nk ts advised the customer to go to another cns in order to verify if the same devices were showing comm loss, after which the customer confirmed that these devices were indeed on the network. They were able to see that these devices were on the host table of the working cns. No consequence or impact to the patients. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: 4 bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's - model #: ni. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) was showing communication loss for 4 bedside monitor's (bsm's).

Event description:
The customer reported that their central nurse's station (cns) was showing communication loss for 4 bedside monitor's (bsm's).

Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer stated that cns device showed communication loss on 4 patients that were being monitored. These were the only patients being monitored at this time. Through troubleshooting, the issue was isolated to communication issue with the cns device and no other networking related components or monitored beds. Device was not sent to nka for evaluation. Investigation summary: cns-9701 service manual, revision f, states that device should undergo periodic maintenance inspection at least once every 6 months. The inspection items include network communication. Troubleshooting guide states that after illuminating the cause of cable failure, the next cause is motherboard failure. Due to age of device (13 years old), device could not be repaired. Because of the risk mitigating factors listed above, age of device at failure, and the unlikely probability of the event re-occurring, no corrective action is warranted. The following fields are not applicable (na) to this report: d4 lot # & expiration date. Additional model information: d11 & c2: 4 bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's - model #: ni. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.